Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient receiving unknown baclofen (2000 mcg/ml at 615.1 mcg/day) via an implanted pump. It was reported the patient was having rebound spasticity. It was noted at the last refill, on (B)(6) 2020, the hcp had difficulty accessing the pump and could not get all the medication into the pump. The hcp believed that some of the medication got into the pump and thought 20 ml made it into the reservoir. The hcp programmed the pump to 40 ml at the last refill. The patient was not very spastic and agitated. Additional information stated the rep was going to the ER to help the patient due to withdrawal symptoms. It was noted the first 20 cc of drug went in easy and the last 20 cc were tough. It was noted there was some swelling and a pocket fill. Additional information received from a manufacture representative reported there was a partial pocket fill. The pocket fill was done a month ago at the time of refill, so nothing could be done. The pump was refilled yesterday and it was noted the issue was resolved.